Event description:
Caller reported a malfunction on pump after exposing it to water. There was no adverse impact to the customer¿s blood glucose level. Cts assisted caller with resetting pump, but malfunction code recurred, leading to decision to replace pump. Customer was informed they would receive a pump with updated software along with training access. Instructions for returning defective pump were given, and caller was advised to use mdi as backup therapy. Cts confirmed shipping details and ensured caller understood necessary steps upon receiving replacement.